Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was due to the left side of the on/off button being worn.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported failure. As a precaution, the main keypad assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported that the on/off button on the customer's device was intermittently functioning. This could prohibit the device from powering on during a patient event. There was no patient use associated with the reported issue.